Event description:
Pt, a black male, 1.56 bsa was in or for a ross procedure. A heart lung machine, five roller pump base including cardiopelgia module was in use. "Electrical" system was fully charged, no alarms indicated, and heart lung machine had been operated directly from it during setup for several minutes without incident. All systems on devices present were activated, and in pt ready condition. Arterial pump had recirculated this prime at 1.5 l/min through a-v loop for approx 15 minutes with bubble detection module alarms activated, prior to stopping arterial pump, and separation of a-v loop into discrete arterial and venous lines. No system alarms occurred. Pt was cannulated without incident, order was given to initiate cardiopulmonary bypass. There was a system activation, alarming "air", and arterial pump automatically shut off. Arterial pump was then placed in neutral. A tubing clamp was placed on arterial line distal to arterial line filter, and documentation was obtained that no air was present in system from arterial filter to arterial cannula. Bubble detection transducer was removed from arterial line, ultrasonic gel reapplied, and transducer replaced on arterial line (distal to filter, proximal to pt) in a slightly different position. Bubble detection module alarms were then reset, and immediate prebypass check list repeated. System again alarmed "air." Bubble detection transducer was removed from backup heart lung machine. Existing bubble detection transducer was removed and replaced with second bubble detection transducer. Device continued to alarm "air." Entire bubble detection/level sensor module from backup heart lung machine, was obtained and existing module was changed out. Following activation device alarmed "air." Arterial and venous lines were then disconnected at table from pt cannulae, and an a-v loop reestablished by surgeon. Bubble detection alarms were then reset and arterial pump was operated with bubble detection module turned on. It did not alarm. Pt cannulae were then reattached to arterial and venous lines and bypass was initiated without incident. Pt was slow cooled to 32 degrees centigrade. Approx 10 mins into bypass cardioplegia line was flushed. Half way through arresting dose of cardioplegia, the 4 channel temp module audible alarms activated. All four temp displays flashed "0" then "-". Simultaneously, there was a system activation of arterial pump, and roller began to hesitate and jerk. Perfusionist deactivated ext on pump, and roller resumed normal rpms. 4 channel temp module, audible alarms were placed in override position, and they silenced, but continued to intermittently flash "0" then "-" for next few minutes. Following completion of cardioplegia administration, ext on arterial pump was reactivated, and roller continued to run smoothly for duration of case. There were no further incidents. Pt's oxygen consumption, and acid/base status were excellent throughout procedure, and he was successfully weaned from bypass.